Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the closure lever locked and had to be opened manually. There was a malformed clip. With the second device, there was a pear-shaped clip and bleeding at the site. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.